Event description:
A peritoneal dialysis (pd) patient experienced separation of the transfer set. It was reported that the "female connector is still attached to the tubing." It was reported that the patient got peritonitis. The cause was not reported. It was reported that the patient was in the hospital, however it was not reported if the patient was admitted for the event of peritonitis. Treatment was not reported. Patient outcome and action taken with pd therapy is not reported. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11. H11: the device and a photograph of the sample were received for evaluation. A visual inspection with the naked eye of the device noted a separation between female connector and main body. Visual inspection of the photograph showed the separation between the female connector and the main body functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition was related to inadequate solvent application between the female connector, insert chip, and main body. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.